Event description:
The lead was explanted due to a report of lead dislodgement and increase in pacing thresholds. The physician noted a small pneumothorax requiring chest tube insertion. Explant method: intravascular, superior. Technique/tools: direct traction. Complications listed above.